Event description:
Pt was on pressure control 26 peep 5 and rr 16 and after bronchoscopy reported to have low sa02 85%. Arterial blood gas at time ph 7.08 pc02 98 p02 58 on 100% oxygen. Pt was manually ventilated and placed on another unit. Respiratory therapist noted prior to removal pt tidal volume had gone from 400-500 cc to 200 cc respiratory rate was now 28 with no spontaneous effort noted. After being on new unit pt arterial blood gas improved to ph 7. 49 pc02 31 and p02 62 sa02 94%.